Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. It was reported that sometimes the patient wakes up in the middle of the night and their legs hurt so they look at their programmer and it shows that the ins is off. The ins was turning off by itself and this was occurring intermittently. The patient was redirected to their hcp. Follow-up was conducted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the ins just stopped in the middle of the night, and the cause was not determined. The patient was given a new programmer and this resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's battery was turning off because the patient did not recharge the battery. No further information was reported. Additional information: it was reported the rep has met with the patient twice. Per rep is seems like the battery shifts a little deeper in the patient's sitting positions and it reduced the recharging quality. The rep discussed a few tactics to improve the recharging quality. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported the cause of the patient's ins turning off by itself in the middle of the night was due to the patient not charging the battery enough. It seems like when the patient is sitting the battery is too deep to get a good recharge. The patient was instructed to lay down while recharging to resolve the charging issue. No further information was reported.